Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Retained reagent kit of architect anti-hcv reagent, list number 6c37-37, lot number 81123li00 (which contains the same bulk material as lot 81119li00), was calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, two sensitivity panels and additional replicates of the positive control were tested. Panels are internal measurement standards used to test product performance prior to lot release. The sensitivity panel and positive control values met specifications and the results were in the typical range and no false nonreactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9045 and hcv 9047). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix. Reagent lot 81123li00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on this data, it was shown that the sensitivity performance is not adversely affected. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that nonreactive architect anti-hcv results of 0.90 and 0.88 s/co were generated for a dialysis patient that previously tested anti-hcv reactive (13.0 s/co) using the roche method. The sample tested anti-hcv reactive (4.0 s/co) using the elisa method and reactive (2.0 s/co) using a johnson & johnson method. The sample was retested using the architect anti-hcv method and results were 0.9 s/co (nonreactive) and 1.05 s/co (reactive). No adverse impact to patient management was reported.

Manufacturer narrative:
Additional information was added to the complaint on april 28, 2018. Testing was performed on the sample in question by an abbott laboratories facility in china. Nonreactive results of 0.91 and 0.92 s/co were obtained. In addition, mikrogen recomline hcv igg testing was performed on the sample in question and the bands core 1, core 2 and ns4 were identified for a final interpretation of positive.